Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side silicone in their body, complete fail (rupture) pain and a lump. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture and silicone migration: observed broken device, opening through microscopic inspection assessed as fold flaw opening and missing assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side silicone in their body, complete fail (rupture) pain and a lump. Healthcare professional reported "rupture" confirmed via ultrasound. Device was explanted and replaced and it was returned.

Event description:
Patient reported right side silicone in their body, complete fail (rupture) pain and a lump. Healthcare professional later reported "rupture" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Patient reported right side silicone in their body, complete fail (rupture), pain and a lump. Healthcare professional confirmed the report of rupture. The device has been explanted.